Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no reported impact to blood glucose. Customer declined further troubleshooting with tandem technical support and stated that they would correct date on their own.